Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease and extending to the anterior view, measuring approximately 6.0 cm. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that the patient underwent bilateral replacements as follow: l/ cat#: shpx-380, sn#: (B)(6), r/ shpx-380, sn#: (B)(6) bilateral vertical mastopexy, and excision of accessory nipple left breast/ chest on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2021 mentor became aware that the follow up 1 missed indicating that date of implantation updated to (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per mentor device tracking the left device information was detected as cat#: 3507275bc, sn#: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor gel prosthesis experienced bilateral rupture post procedure. The report indicates possible bilateral rupture confirmed via MRI examinations. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.